Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 401 mg/dl. Customer stated they were unable to remove the battery cap on their pump. Customer stated that they don't have a large, flat-head screwdriver. The customer was advised to obtain a large screwdriver and attempt removal. The customer was advised to monitor insulin pump and we will ship a battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. Customer was treated with 7.3 units.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low battery alarm noted. The insulin pump had stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.